Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was used on a pt, however, there were no reports of any harm to the pt. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.

Event description:
It was reported that the balloon did not deflate and was removed by cutting the inflation funnel.